Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this transvenous defibrillation lead displayed a greater than 3000 ohms impedance measurement. Thresholds and sensing were noted to be normal. A decision was made to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) at which time, the lead was explanted and replaced without issue. During the replacement procedure, placement difficulty was noted with the left ventricular (lv) pacing lead. A lv lead of a different model was placed instead. No adverse patient effects were reported.